Manufacturer narrative:
D4 expiration date: the expiration date for suspect lot r23h04031 is 08/05/2025. The expiration date for suspect lot r23g20055 is 07/21/2025. H4: the manufacturing date for suspect lot r23h04031 is 08/03/2023. The manufacturing date for suspect lot r23g20055 is 07/21/2023. H10: the actual device was discarded; however, photographs of the sample was provided for evaluation. A visual inspection of the pictures was performed using the naked eye and a broken side clamp was identified. The reported condition was verified. The cause of the condition could not be determined; however a potential cause can be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set had a broken slide clamp. This happened when the nurse was preparing an iron infusion, after removing the blue slide clamp from the spectrum iq pump. The set was loaded and primed on the pump with no issues. Upon removing the blue slide clamp from the keyhole, the slide clamp snapped with a portion remaining in the pump. The remaining section of the clamp was dislodged from the pump. New supplies were used to continue treatment with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspect lot was either r23h04031 or r23g20055. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.